Event description:
The dealer states that the brakes are cutting into the tires and cut them. I asked the dealer was he able to adjust the wheel locks further away from the wheel and he stated no he needed a new wheel lock (brake).

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
The device was returned according to our systems however, the evaluation could not be performed due to the device being misplaced.

Event description:
The dealer states that the brakes are cutting into the tires and cut them. I asked the dealer was he able to adjust the wheel locks further away from the wheel and he stated no he needed a new wheel lock (brake).